Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a no disposal error. No patient injury was reported.

Manufacturer narrative:
H10: product is beyond seven years from manufacture date of 2015-12 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. The device failed once in the past 12 (twelve) months for a "high pressure error" which was corrected by replacing the dso. This appears to be unrelated to the current issue which was not reproduceable. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no physical damage on the device. Functional testing found the reported complaint was not duplicated. The no disposal error did not show up during testing. However, found multiple "no disposable" in the event log. Recommend the replace down stream occlusion sensor error as preventive action. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).